Event description:
It was reported that on (B)(6) 2015 the patient was told that they had an infection at their appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an incisional wound opening infection. The patient had an infection on their implant site where they closed it up, since implant on (B)(6) 2015. They talked to their manufacturer representative on (B)(6) 2015 and saw their health care professional and found out it was infection at that time. It was noted that the patient was told that their infection should heal up on its own. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the worst thing for the patient was the surgery and the pain leaving the surgery was awful. The patient never was so glad when over. Then she had the ordeal of getting infected and not being able to take showers and get her back wet for five weeks. They had to clear up the infection following surgery. It finally healed up after six weeks on two different antibiotics.